Event description:
It was initially reported that the site's programming wand "would no longer interrogate generator." The site replaced the 9v battery, which did not resolve the issue. When they used another wand, everything was fine. The programming wand was returned to the MFR for analysis, which has yet to be completed.